Event description:
It was reported that during a routine follow up loss of capture was seen with this right ventricular (rv) lead. The patient elected to undergo a procedure privately and the rv lead was replaced. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.